Event description:
It was reported that stent damage occured. A 18x90mm wallstent endoprosthesis was selected for use for a stenting procedure in the left iliac vein. While the physician was attempting to deploy the stent, the stent collapsed on itself. The physician then had to use a 16x90mm wallstent endoprosthesis, however, the same issue began to occur when the physician attempted deployment. The stent was retracted and removed. Another 16x90mm wallstent endoprosthesis was then used to complete the procedure with no issues. There were no patient complications and the patient was fine post procedure.

Manufacturer narrative:
Device evaluated by MFR: the delivery system was not returned for analysis. The stent was returned detached from the delivery system and inside the customer introducer sheath. During analysis the investigator removed the stent. Blood was noted on the stent. A visual and microscopic examination of the stent identified no damage or any issues that could have contributed to the complaint incident.

Event description:
It was reported that stent damage occured. A 18x90mm wallstent endoprosthesis was selected for use for a stenting procedure in the left iliac vein. While the physician was attempting to deploy the stent, the stent collapsed on itself. The physician then had to use a 16x90mm wallstent endoprosthesis, however, the same issue began to occur when the physician attempted deployment. The stent was retracted and removed. Another 16x90mm wallstent endoprosthesis was then used to complete the procedure with no issues. There were no patient complications and the patient was fine post procedure.